Event description:
It was reported that this device was successfully programmed out of magnetic resonance imaging mode. After the reprogramming, the device could not be interrogated again. The local representative tried several times without success. A magnet reset was attempted but the device could not be interrogated. The device battery was at 23% remaining after six years of implant time. Technical services offered to continue trying but the patient does not want to pursue cardiology care. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.